Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date;(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy surgical procedure on a canine, it was observed that the small battery drive device was overheating and would power down during use. There were no delays to the surgical procedure. A spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device safety disc on one contact pin was missing, trigger was sticking, there was corrosion and damage on electric motor, the cover plate on electronic control unit came off, the bearings and seals were worn and the stop ring on trigger was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time and improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.